Event description:
I had essure implanted (B)(6) 2011 and immediately started having problems. I had cramping and severe bleeding right away, my dr said it was okay as long as there wasn't a fever. I went back in 2012 and then in 2017 because things did not get better. I started having migraines, fatigue, terrible cramping, and very painful intercourse. I was told things like this happen when you get older. I finally found a dr that would listen, and she agreed that I needed to have a hysterectomy. After 3 weeks of not having essure, I have not had a headache at all, clear head and no fatigue. I continued to complain to my ob and go about the headaches and bleeding / cramping. FDA safety report ID# (B)(4).